Event description:
In early 2009, the lay user/patient contacted lifescan (lfs) alleging a sample draw issue with the onetouch ultra test strips. The medical affairs specialist (mas) was able to correspond with the patient by telephone on january 15, 2009 and classified the complaint based on the following information received from the customer. The patient tests his blood glucose 8 times a day. He manages his diabetes via humalog insulin based on a sliding scale and lantus insulin on a fixed amount twice daily (54 units in the morning and 40 units at night). The patient indicated that the reported issue occurred on original date approximately at 11am. During that time, the patient reportedly opened a new vial of test strips and was unable to obtain a blood glucose result due to the reported sample draw issue (strips were partially filled). The patient's technique for sample application was reviewed to be correct. On the same day in the morning (time unknown), the patient reportedly tested from a different vial of test strip and reportedly obtained a reading of "223mg/dl." He then reportedly took 6 units of humalog insulin based on the reading along with the usual dose of 54 units of lantus. On the same day at around 1 pm, the patient reportedly went to bed and "passed out." He reportedly was out for about 3 hours. The patient stated that he did not make any changes to his diet or exercise prior to the symptoms. The patient stated that he was alone at home and when he woke up he noted that his bed was soaked with sweats. He reportedly then tested his blood sugar with a different vial of test strips and reportedly obtained a reading of "22mg/dl." The patient then reportedly took more food and/or drink as described self-treatment. He did not receive any medical attention from health care professional and was not tested on any other meter. The patient's test strips were replaced. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with severe hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Serial number not provided.